Event description:
It was reported that the syringe flange was not in place. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical evaluation of device revealed the top case was chipped in front left corner. Power up process, occlusion test, and visual inspection were performed. Reported problem of syringe flange not in place was not found, and device passed all functional and delivery tests. No repair was needed.